Event description:
The tube was placed during surgery and then the pt was moved to the sicu. There it was observed that the portion of the inflation tube, close to the cuff, was "cracked" after 24 hours of use. The customer stated that the pt was in a coma so they don't believe that there was any outside force such as biting or pulling caused by the pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since a balloon cuff which becomes leaky may not provide an adequate seal and leak gas. This potentially could prevent adequate ventilation of the pt or necessitate the removal and replacement of the device should the malfunction recur. No additional pt/event info has been provided at this time. A return sample for eval is expected.